Manufacturer narrative:
.

Event description:
The patient's son reported, "my mother had a replacement intrathecal pump surgery 12 months ago and has been experiencing progressive neurological loss of leg movement immediately after surgery that has gotten progressively worse every month".